Event description:
The customer reported that about ¼ cup of fluid had leaked from the coulter act diff 12 analyzer while the customer was in the process of running controls. The leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The fse confirmed the wbc and rbc baths were overflowing due to build up in tubing going through lv14; the fse cleared the tubing build up resolving the bath overflow. (B)(4).